Event description:
It was reported that this patient was hospitalized for approximately two weeks due to kidney issues and congestive heart failure. During this time, this device exhibited oversensing of noise resulting in pacing inhibition of greater than three seconds. The field representative had planned to perform isometrics with the patient in clinic following their release from the hospital approximately two days after the pacing inhibition occurred. However, before this could be done, the patient expired. Review of episodes from near the time of death showed evidence of a failing heart and noise which appeared to be due to myopotentials. The physician later reported that they did not believe the implanted system caused or contributed to the patient's death.